Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was quick release. The infusion set was in use for one day. Insertion site was abdomen. No further information was available.